Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. It was reported that while using the smart touch bidirectional sf catheter, the impedance was not displayed. The cable was reinserted and changed and the generator was rebooted. However, the issue continued. The catheter was changed and the issue was resolved. The procedure was completed without patient consequence. Upon receipt, the catheter was visually inspected and blood or reddish material was observed inside the pebax. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature, however, the impedance value was observed correctly on the stockert generator. Per the condition observed, a scanning electron microscope (sem) testing was performed and the results showed evidence of a hole and stress marks on the surface of the pebax, it¿s possible that damage was generated with an unknown object. No other anomalies were found. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not verified. The tc failure is detectable in production, mitigating this failure from reaching the customer. However, despite all the controls put in place during the manufacturing of a device, inadvertent polyurethane (pu) wicking on tc wires can cause these wires to break in the field, during a procedure, because of catheter fatigue. This is an inherent limitation of the design. This failure does not represent any patient safety impact. Based on available analysis finding results, the damage does not appear to be caused by any internal biosense webster, inc. Processes since the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. Initially, it was reported that while using the smart touch bidirectional sf catheter, the impedance was not displayed. The cable was reinserted and changed and the generator was rebooted. However, the issue continued. The catheter was changed and the issue was resolved. The procedure was completed without patient consequence. This issue was assessed as not reportable. Since the impedance was not displayed, the device can¿t be used. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. The biosense webster failure analysis received the product for analysis and on september 21, 2017 they discovered that there was reddish material inside the pebax. This returned catheter condition was assessed as not reportable as there was no evidence of physical damage on the catheter. If foreign material is found underneath the pebax, however there is no damage to the pebax integrity that could cause the foreign material to travel into the blood circulation, the potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. During additional assessment on september 22, 2017 it was discovered in the scanning electron microscope (sem) results that there was evidence of a hole and stress marks on the surface of the pebax. Therefore, this additional finding of a hole on the pebax was assessed as a reportable malfunction. The awareness date of this finding is september 22, 2017.